Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The issue caused the customer¿s bg to exceed 500 mg/dl (27.7 mmol/l). Customer¿s blood glucose level was 420 mg/dl at the time of the event. A correction injection via manual injection was administered to address bg level. Cts provided pump reset information and assisted caller with resetting the pump however the malfunction alarm recurred. The customer reverted to manual injections for insulin therapy.